Event description:
Information was received from a health care professional via a manufacturing representative (rep) regarding a patient who was receiving fentanyl (concentration 2000 mcg/ml, dose 1232.9 mcg/day) via an implantable pump for non-malignant pain. A motor stall was seen at initial interrogation and the patient did not recently have a magnetic resonance imaging (MRI), the stall was active and a stopped pump period may exceed tube set message was also noted. It was noted that the patient had a pocket revision and the only change made was that they added the mesh pouch with no reason to telemetry the pump, the rep originally thought that the pump had been replaced but then found out that it was a pocket revision and the pump had not been replaced on (B)(6) 2016. The patient still had staples in the incision and it looked good so the rep was inquiring if the pump should still be accessed to determine the expected and actual residual volumes. On this report date, the pump reservoir was accessed and the expected residual volume was 2.6cc and the actual residual volume was 9cc. On this report date, when the pump was interrogated, they confirmed a motor stall occurred (B)(6) 2016 at 1032 and tube set message was logged (B)(6) 2016 1032, with no recovery to date. Neither the patient nor the health care professional heard the audible critical alarm and inquired why that would be if the pump was stalled with the tube set. Troubleshooting was performed, the alarm test was programmed and both the patient and health care professional were able to hear the audible pump alarms. The patient experienced more back pain beginning (B)(6) 2016 and called the clinic on (B)(6) 2016 reporting that. It was noted that re-interrogation of the pump did not result in a recovery the patient later called on (B)(6) 2016 inquiring about what the next steps would be and if her pump would be removed/replaced, patient was told to speak with the health care professional regarding the next steps. The patient reported that she went in for a refill on (B)(6) 2016 and the health care professional found that the pump had stalled since (B)(6) 2016 and she was not getting medication. The health care professional put saline in the pump on (B)(6) 2016. The patient noticed she was having severe withdrawals and symptoms like going through menopause, the health care professional gave her oral medication. It was noted that the revision was done on (B)(6) 2016 because the pump was flopping around since (B)(6) 2014. The patient inquired about literature to be mailed to her and also needed physician listing and a new ID card. The manufacturing representative later indicated that the pump was not interrogated prior to or right after pocket revision due to pump and catheter operating as expected. The motor stall was not discovered until 9 days after the revision at the managing doctor's office. The office worked with technical services and was unable to recover motor stall. The cause of motor stall had not been determined. The patient was put back on oral medications and pump was set to minimum rate and patient would be sent back to the surgeon that added the mesh pocket for replacement.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the rep was notified of the pocket revision on (B)(6) 2016. The rep interrogated the pump before the case. Since the case was a pocket revision only (adding a mesh pouch) the rep did not check the logs. The rep did not see any warnings when the pump was interrogated. The rep read the summary of what was in the pump - nothing look out of the ordinary. The surgeon placed a mesh pouch on the pump and used sutures to secure the pump. The surgeon did state that when he opened the pump pocket - the pump was not sutured in place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.